Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Event description:
It was reported that inappropriate non-sustained lead noise episode due to mismatch between near field and far field channel was observed. Programming changes were made. Device remains implanted. No further issues have been noted.